Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete baseline) was isolated to an open r781 driven ground resistor on the computer/analog board. The monitor was unable to complete detect and treat testing. The root cause for the open resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing.